Event description:
Patient reported experiencing elevated blood glucose (588 mg/dl). Patient indicated that she observed the tubing had separated from the luer lock. Patient indicated that she administered an injection to lower her blood glucose. Patient did not report requiring assistance to address the elevated blood glucose issue.